Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during deployment, the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted for stabilization, reducing the mr to 2. The first clip (cds0602-71214u125) was implanted and deployed successfully. The second clip (cds0602-71204u165) was placed; however, prior to deployment final arm angle (faa) failed, the clip began to open to approximately 90 degrees. It was noted that the lock lever had come back by itself approximately 5-7 mm after being fully advanced. The clip was relocked (lock lever fully advanced) and the clip was fully closed again. This time the lock lever stayed down and faa was successfully performed and the clip was deployed. There was no clinically significant delay in the procedure. No additional was provided.

Manufacturer narrative:
(B)(4). Correction: brand name, catalog#. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents from this lot. Based on the information reviewed, a definitive cause for the reported mechanical issue (clip open while locked) and mechanical issue (lock lever retraction) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.